Event description:
It was reported, the surgeon implanted a gamma 3 nail on (B)(6) 2011. He was looking at post op films and saw an o-ring or washer in the soft tissue of the pt above the level of the greater troche. The surgeon requested for us to check the instruments and nails to see if it could be off of any one of those. After checking the targeting arm, there is a c-clamp/washer missing off of the instrument. The surgeon does not intend any further surgical procedure for this pt at this time.

Manufacturer narrative:
Device remains implanted. If the device or additional info becomes available it will be reported on a supplemental report.